Event description:
Patient presented to the physician with the ipg eroding through the skin at the chest incision site and purulent discharge from the area. Physician brought the patient into the or, excised the chest pocket tissue, created a new skin flap, repositioned the ipg beneath the tissue, and closed the incision. The patient is to continue the previously prescribed antibiotics.